Event description:
It was reported that this left ventricular (lv) lead exhibited low impedance measurements, measuring at 200 ohms and the lead was dislodged. The patient was sent for x-ray imaging. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.